Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent over sensing on the right atrial (ra) lead on a stored atrial tachycardia/atrial fibrillation (at/af) episode. It was further reported by the emergency medical services personnel that there were no pacer spikes on telemetry for the implantable pulse generator (ipg), however the remote transmission showed pacing. The lpg and lead remain in use. No patient complications have been reported as a result of this event.